Event description:
The hcp reported return of symptoms. All of the pt's electrodes read an impedance greater than 2000 except for number three. The hcp also reported that the pt complained of shocking behind his ear at the lead connection site. The hcp could not see any fractures, and there was no trauma reported. There is a suspected open circuit. The hcp is considering lead revision.